Event description:
The customer reported a therapy switch failure during opcheck.

Manufacturer narrative:
The customer reported a therapy switch failure during opcheck. He replaced the therapy switch, and the failure was resolved. After testing, the unit was put back into service at the customer site.